Manufacturer narrative:
(B)(4). An empty 340 ml water bottle lot 18b215 was received, with adaptor attached, for evaluation. Visual inspection shows that the adaptor snap cap appears to be pushed too far down. No other visual defects were observed. Adaptor lot could not be verified; however, no non-conformances were present in either of the adaptor lot dhrs packaged with the reported product. Root cause is that the user most likely unintentionally overtightened the adaptor resulting in the snap cap being pushed too far down. Complaint not confirmed as related to the manufacturing process.

Event description:
The customer reported one bottle was found leaking during use. The bottle was replaced and no patient injury was reported. The patient's condition was reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reported one bottle was found leaking during use. The bottle was replaced and no patient injury was reported. The patient's condition was reported as "fine".